Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112377 the dentist reported that 5 months after two dental implants were installed in intraoral regions #19 and 20, it was verified their non osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.